Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, insulin would not exit out of the pump. There was no reported impact to the customer's blood glucose level. The customer declined follow-up and to provide any other information.